Event description:
Per the clinic, the patient underwent skin revision surgery on (B)(6) 2013, due to skin overgrowth. During the same procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.